Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm found error code #2 and #55 logged in the iabp error log alarms on the date the event occurred. To address the issue the stm replaced the executive processor board. The stm performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while in use in a patient the cardiosave intra-aortic balloon pump (iabp) alarmed and that the alarms could not be cleared; the end user did not know what the alarms were. The iabp was swapped to continue therapy. However, it was later reported by the getinge service territory that error code #2 and error code #55 logged in the iabp error log alarms on the date the event occurred. There was no harm or injury to patient and no adverse event was reported.